Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 400 mg/dl. Caller declined troubleshooting due to needing to treat customer's high blood glucose. Caller was assisted with infusion set change. Caller was advised that customer still had active insulin from previous bolus delivery.